Event description:
Resident arrested. CPR was initiated and the AED applied. AED did not recognize that pad were in place, repeatedly instructing to check pads. A second set of pads were connected; the unit continued to malfunction. Upon arrival of ems their AED was connected showing asystole. CPR was continued and the resident was transferred to the emergency room.